Manufacturer narrative:
Batch review performed on 08 april 2026: reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 lot 2520888: (B)(4) items manufactured and released on 28-oct-2025. Expiration date: 2030-oct-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm lot 2523378: (B)(4) items manufactured and released on 24-oct-2025. Expiration date: 2030-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by medacta shoulder r&d project manager: no surgical revision was performed. The procedure undertaken was a manipulation under anaesthetic (mua). As documented in the operative report, fluoroscopic assessment during the procedure demonstrated no evidence of bony impingement. The dislocation was reproducible during external rotation and elevation with abduction under fluoroscopy. Based on these findings, the treating surgeon concluded that the most likely cause of the instability was soft tissue impingement, rather than any issue related to the implant itself. This suggests a technical or functional issue, potentially influenced by rehabilitation factors, rather than a problem with the design or performance of the implanted device. From the available images, no additional information can be extrapolated beyond what has been documented. Following successful reduction under manipulation, the shoulder was confirmed to be reduced on x-ray. The patient was placed in a sling, advised restricting movement for two weeks, and scheduled for follow-up review. The possibility of a constrained liner was discussed only as a future consideration, should recurrent dislocation occur, and not as a consequence of implant failure. In summary, this episode represents a soft tissue-related instability managed with manipulation, and there is no evidence to support an implant-related complication. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
Closed reduction after 1 month from primary due to shoulder subluxation.a manipulation under anaesthetic was performed and immediate reduction was achieved, confirmed by x-ray.suspected soft tissue impingement as the cause of instability. The surgeon asked to don`t move the shoulder for 2 weeks to check again the shoulder status in the next follow up.